Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was returned for failure analysis, and the reported problem was confirmed but not replicated. In logs, the 31009 error was found indicating fault on the carriage presence pins, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto patient side cart fixture test platform (pftp) where a relevant testing was passed within specification. Once testing was completed, the presence pins were inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the presence pins are consistent with the reported event and are the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted renal cyst decortication surgical procedure, the universal surgical manipulator (usm) 1 did not recognize the sterile adapter. Technical support engineer (tse) verified the site tried multiple times, undocked, and redocked usm 1 but issue persisted. Tse advised restarting the system robot, but the site was unable at the moment. Tse recommended to restart after the case. There was no reported injury.